Event description:
At the time of the revision surgery, the lead was replaced to restore therapy, not to address or prevent suspected patient injury. Upon conclusion of root cause analysis on(B)(6) 2024, we found that the distal sensor tip had separated from the lead body, exposing the patient to the risk of injury from possible sense lead migration. The revision surgery addressed the risk and the issue is now resolved.